Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would keep turning off when not plugged in despite the battery being replaced several times. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the battery would not charge using a known good programmer. This was noted to be due to battery pack failure (inbams). There were no light emitting diode (led) indications on the battery when the button was pressed. Inserted battery into a known good programmer and the programmer charge light emitting diode (led) flashed. Removed alternating current (ac) power from the programmer and the programmer shut down. Reinserted the battery and attempted to charge for two hours. Removed ac power from the programmer and the programmer shut down again. Performed battery analysis using ev2300. Data could not be extracted. Applied six volts direct current to the battery output directly with additional power supply and communication was established. Applied various voltages between 10 volts to 15 volts to the battery input directly in an attempt to charge the pack enough to raise it out of a possible self-induced safe mode (due to low voltage). No changes were observed on the battery and battery analysis using the ev2300. Unable to recover battery applying voltage directly to the input. Unable to extract data from the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed that the provided battery was dead and would not charge. Replaced the battery. The new battery charges and holds power to specification. Confirmed that if the programmer was on the initial screen, using battery power, it would shutdown after a certain amount on inactivity. If the programmer was in a device application, using battery power, it would not shutdown until the battery was very low. The user will be warned well in advance of this to connect to a power source. If the programmer is powered off, it will still lose battery. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.